Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: all available information was investigated. The device was returned with a soft tip tear. No torn material was missing. The reported mechanical issue and cable break were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It is possible that during the procedure there were interaction between the clip and the sgc soft tip that contributed to the observed tear; however, this cannot be determined. A definitive cause for the cable break could not be determined. It is possible that by turning the knob half a turn in the minus direction, cables became strained leading to the subsequent break; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This report is filed for the soft tip damage found during returned device analysis. It was reported that a noise was heard during insertion of the steerable guide catheter (sgc) in the right atrium and the plus/minus knob on the sgc was turned a half turn in the minus direction. A cable break was suspected, but the sgc was used without using the plus/minus knob. A mitraclip delivery system was inserted through the sgc, but the clip was not deployed because the mean gradient pressure was too high, so the grasp was released and the cds was retracted through the sgc. No resistance was reported removing the cds from the sgc. The sgc and cds were replaced and three clips were successfully implanted reducing mitral regurgitation (mr) from grade 4 to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.